Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that an alert was detected for this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead system as it exhibited high out of range shock impedance measurement. Attempts to obtain additional information were unsuccessful. This device and lead system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. It was noted that no further issues were reported following the replacement of the fractured right ventricular lead in 2014.

Event description:
This report is being filed as additional information was received indicating that this device was explanted due to normal battery depletion; the device was returned and device evaluation was completed.

Manufacturer narrative:
The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. Summary previously provided

Event description:
This report is being filed to provide additional product investigation results.

Event description:
Additional information received indicated that the crt-d and rv lead continue to exhibit high shocking lead impedance measurements greater than 125 ohms. Commanded shocks were performed and a code 1005 was noted. The rv lead was fractured and was explanted. The device remains in service. No additional adverse patient effects were reported.